Event description:
This is report 1 of 4. It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. Dianeal therapies were ongoing. The patient was hospitalized for the event. On the same day, the patient was treated with a one-time loading dose of vancomycin (2 grams, ip) for peritonitis. On an unknown date, the patient continued treatment with vancomycin (every 4-5 days, ip, dose unknown) for peritonitis. Treatment was discontinued on an unknown date. Three days after hospitalization, the patient was discharged from the hospital. The cause of the peritonitis is unknown. At the time of the report, it was unknown if the patient had recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j28022, h13i27058 and h13k25075, there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as complaints (B)(4).